Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). Section d4 has been updated to lot number 0061928505. Two samples were provided for evaluation. Upon visual inspection of the returned samples, no abnormalities identified. The samples underwent a leakage test by attaching the male luer end to a water source and applying pressure. No leakage was observed at the valve seal or past the valve disk. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: reason of complaint: customer said that several bungs have leaked fluid and blood. No injury reported.